Event description:
It was reported that pump displayed malfunction alarm code ¿malf 0¿ with an associated fault ID, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was given instructions to reset pump, successfully completed reset with assistance, and malfunction did not recur, so customer was advised to continue using pump and to call back if problem returned.

Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 8 / 2.9.1 / ios_16.7.8.